Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that the patient reported a red light on the remote home monitor with a code that indicated tachycardia therapy programmed off and high shock impedance measurements. The patient noted that the physician had left the clinic. Boston scientific technical services (ts) discussed that the remote interrogation data still was sent to the clinic and advised to contact their following clinic for follow up. The field representative attempted to retrieve further information from the clinic without success. At this time the cardiac resynchronization therapy defibrillator (crt-d) and shock right ventricular (rv) lead remain in service and no adverse patient effects have been reported.